Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue is consistent with contamination of the sample probe. A calibration or reagent related cause could be excluded as the repeat results were performed from the same reagent cassette and based on the same calibration. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable ureal urea/bun result for one patient sample from the cobas integra 400 plus analyzer. The initial result was 176.98 mg/dl and was reported outside of the laboratory. The repeat results were 20.98 mg/dl and 21.23 mg/dl. The result of 20.98 mg/dl was believed to be correct. The reagent lot number was 43040901 with an expiration date of 30-may-2020.